Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other incidents. All available information was investigated. It is likely that the patient anatomy contributed to the reported single leaflet device malfunction as there was tethering of the posterior leaflet noted. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip detached from one leaflet and remained attached to the other leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The posterior leaflet was long and restricted. The clip delivery system was advanced to the mitral valve and the clip deployed. As a result of the leaflet restriction, the clip detached from the anterior leaflet and remained attached on the posterior leaflet (single leaflet device attachment-slda)). In the physician's opinion, the slda was due to tethering of the posterior leaflet. A second mitraclip xtr clip was deployed successfully to stabilize the clip laterally. Post procedure mr was reduced to 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.